Event description:
It was reported that "the package was found broken during inspection. Involved 188 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the package was found broken during inspection. Involved 188 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. An investigation has been previously opened to further investigate this issue and determine the root cause. A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend on complaints of this nature.